Event description:
It was reported that the customer had a button error alarm on the insulin pump. Customer stated that the button alarm has happened twice before. Customer stated that he tried pressing esc then act and the alarm did clear, but he became concerned. Insulin pump will need to be replaced. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that the insulin pump had button error alarm due to moisture damage on keypad traces. The device was received with minor scratched display window, cracked battery tube threads, and cracked reservoir tube lip.